Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced heart block that required pacing from pacemaker and changing pacemaker settings. While burning in the conduction system, they discovered a 2 to 1 heart block. The patient had a pacemaker, and so the heart block was discovered because they lost "a to v conduction and the pacemaker took over and started pacing the ventricle". They also confirmed the incident using the recording system as well. There was a slight decrease in the patient's blood pressure with the v-pacing. The medical intervention provided was changing the device settings on the pacemaker, no other medical intervention was performed. Patient was stable. Additional information was later received indicating the patient had interfascicular vt so this was a known potential complication heading into the procedure. Additionally, prior to the procedure, the patient was being v-paced by their device frequently (~85% of the time). The physician's opinion on the cause of this adverse event is patient condition and procedure. Patient did not require extended hospitalization for the current hospitalization but may need to come back for a left ventricle lead addition in the future. Patient¿s condition remained unchanged.